Event description:
I am writing to report what I feel are inaccurate readings I am receiving from uni-check glucose test strips compared to name brand lifescan test strips. I have written to wholesaler about this problem but I have not rec'd any response considering this matter. I would like to know if there have been any other reports of inaccurate readings. I would also like to know what recourse I have regarding refunds from the MFR. I recently purchased an order of uni-check blood glucose test strips for the one touch basic glucose meter. This is the second order of uni-check strips I have ordered. While using the first order of strips I noticed that periodically my blood sugar levels read significantly lower than usual. The period of time for the lower than usual readings would be two weeks or so. I just accepted those readings as true and was happy for the low readings. However, the time frame for the lower than usual readings corresponds well with the time it takes me to use one bottle of 50 test strips. However, I am currently on my second bottle of my latest order of test strips, and again, my blood sugar levels are significantly lower than what my glucose levels are. The lower readings have been with both of the bottles of test strips I have used from the latest order. Therefore, I decided to test these strips and my glucose meter for accuracy against a set of test strips and glucose meter I obtained from my dr. I also tested both meters and both sets of test strips against a 'normal control solution' from lifescan. The results of testing showed that the uni-check test strips I have just rec'd consistently read -30 points lower than the lifescan test strips I obtained from my dr. The uni-check test strips read lower on both my glucose meter -older one touch basic- and the glucose meter I obtained from my dr -newer one touch basic-. The range of readings -I measured glucose levels several times- taken with the uni-check test strips was 95-102 mg/l. The range of readings taken with the lifescan test strips was 124-134 mg/l. I also tested both sets of test strips and both meters against a 'normal control solution' from lifescan. The expected readings for the uni-check code ii test strips is: 115-172 mg/l and the test solution read 135 +/- 2 mg/l on both my meter and the meter I obtained from my dr. The expected range of readings for a normal control solution on the lifescan code 6 test strips is 96-128 mg/l and the test solution read 105+/- 2 mg/dl on both meters. The test solution readings were -30 mg/l higher for the uni-check test strips than the lefescan test strips, but this was expected according to the expected readings listed for each of the test strip brands. Therefore, the results of the normal control solution were positive for both sets of test strips and both meters. We also tested for my wife's blood sugar. She is not diabetic. Her readings using either meter and the uni-check test strips was 80-85 mg/l. Her readings using either meter and the lifescan test strips was 100-105 mg/l. Her readings only differed by -20 mg/l between the two sets of test strips. However, her blood glucose levels were also 15-20 mg/l lower than my levels.